Event description:
A medtronic representative reported that during a cranial resection procedure the navigation system software unexpectedly exited. The medtronic representative performed a soft reboot, by hitting ctrl+alt+delete to return the software to normal function. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. A medtronic representative, following up with the site, reported that the issue has not recurred.